Event description:
It was reported by the customer that a pyxis medstation es system drawer 6.2 was failed. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed. A field service engineer cleaned the controller board and reseated the cables to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.